Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.